Manufacturer narrative:
The insulin pump had motor error alarms during rewind due to motor encoder signal out of phase. The insulin pump had scratched lcd window.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 121 mg/dl. Troubleshooting was performed. The device was returned for analysis.